Event description:
It was reported that right hip revision surgery was performed due to metal hypersensitivity, MRI demonstrated large hip fluid collection, elevated test results and pseudotumor.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and r3 liner were removed. The r3 shell, screws and emperion stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Patient is a fall risk and had numerous reported falls during the interim of being treated. The reported pain and the reported increase in metal levels are consistent with findings associated with metallosis likely due to trunnionosis based on the presentation and intraoperative findings. The supporting lab/pathology results are consistent and support the report of aseptic lymphocyte-dominant vasculitis-associated lesion. Pathology of right hip bursa confirmed lymphocytic inflammatory infiltrates and small scattered non-necrotizing granulomas suggestive of trunnionosis. Imaging, and/or the analysis of the explanted components were not provided, the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: patient identifier, age, sex, description of event or problem, brand name, device identification, medical products & therapy dates and device manufacture date.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.